Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was not further specified. The peritonitis was manifested by abdominal pain, cloudy effluent, and diarrhea. On the same date as onset, the patient was hospitalized for the event and began treatment with ciprofloxacin and imipenem (routes, doses, and frequencies not reported). Twenty two days after onset, antibiotic treatment was discontinued and the patient was discharged from the hospital. The patient was reported to have recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information is not available at this time.